Event description:
Boston scientific received information that this device was successfully implanted. One hour post implant, ventricular lead oversensing resulted in two non-sustained events. Ventricular pauses resulting in greater than two seconds asystole were noted. The electrogram did not reveal any noise on the other leads. As the patient is pacemaker dependent, a temporary pacemaker had been used during the implant. The physician thought that the episodes had occurred during the explant process of the temporary pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, the device was reprogrammed and this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.